Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced hyperglycemia after attempting a first-time supply change, during which setup difficulties were encountered for approximately one hour until customer care provided assistance. The user noted that dinner had been consumed immediately prior to the supply change. Symptoms included elevated blood glucose levels. Following troubleshooting and education provided by customer care, blood glucose levels stabilized. No alerts or alarms were reported, and no medical intervention or hospitalization was required. The investigation included guidance on pump correction behavior, instructions for monitoring, and follow-up confirming stabilization. The investigation revealed no device malfunction, no component failure, and no alerts. The event was consistent with hyperglycemia of unclear cause, possibly influenced by the timing of a meal relative to the supply change. Based on previously established findings for similar reports, the cause was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.